Event description:
The physician reported at follow-up, high impedance readings were obtained on one side (not identified); all bipolar pairs were greater than 2000 ohms. The pt had not shown much difference in therapeutic benefit whether stimulation therapy was on or off. The physician had not seen therapeutic result for the pt subsequent to programming the bipolar pairs. The pt had experienced adverse events, such as tingling in the face, during threshold programming. The threshold testing had been difficult; she had indicated adverse events to the stimulation, even when the therapy was off during programming. The physician felt the pt had obtained some benefit from the final programmed parameters at c (+) and 1 (-). Further additional programming was anticipated by the neurologist. Additional information has been requested from the physician. Refer to MFR report #6000153200703196.